Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radio frequency (rf) programmer head induced a vibration of an implanted left ventricular assist device (lvad) during an attempted interrogation of an implantable cardiac monitor (icm). The physician decided to not attempt interrogation again with the rf head, and instead used a remote monitor to complete the interrogation of the icm. The rf head will not be returned at this time. No patient complications have been reported as a result of this event.